Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be identified. Initial reporter information: (B)(6). A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The labeling is found to be adequate. Per the IFU place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Corrections: e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during use of the arctic gel pad, the adhesive film also came off when the protective film was removed. They hope that this was clearly visible in the photos. The product was therefore not usable and was currently stored with them and asked for a credit note for the complained item. 317-09, lot# nghx1777. The material number was 110408. Per follow up information received via email on 17jul2024, the device was sent for evaluation. The issue was resolved and only one arctic gel pad was affected, and the customer replaced it with another one. The customer would receive a replacement for the affected arctic gel pad free of charge. The device was not affected. No impact to the patient.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be identified. (B)(6). A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The labeling is found to be adequate. Per the IFU place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during use of the arctic gel pad, the adhesive film also came off when the protective film was removed. They hope that this was clearly visible in the photos. The product was therefore not usable and was currently stored with them and asked for a credit note for the complained item. 317-09, lot# nghx1777. The material number was 110408. Per follow up information received via email on 17jul2024, the device was sent for evaluation. The issue was resolved and only one arctic gel pad was affected, and the customer replaced it with another one. The customer would receive a replacement for the affected arctic gel pad free of charge. The device was not affected. No impact to the patient.